Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a kangaroo feeding pump. The customer reported that the pump over infused a pediatric pt with diabetes. The pt's blood sugar reached 409 resulting in insulin being administered to the pt. No further medical intervention, and the status of the pt is stable.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.